Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into station, verified that the station was functioning normally, confirmed disk space was healthy with no high cpu or ram usage, and validated that the station was in synchronization with no variations, then checked status with the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on black screen. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.